Manufacturer narrative:
(B)(4).

Event description:
Literature: govaert b, rietveld mp, van gemert wg, baeten cg. The role of reprogramming in sacral nerve modulation for faecal incontinence. Colorectal dis. Jan 2011;13(1):78-81. Doi: 10.1111/j.1463-1318.2009.02072.x. Summary: the authors assessed the need for reprogramming in pts with a sacral nerve modulation (snm) implant for fecal incontinence (fi). A total of 155 pts (11 men) were analysed from (B)(6) 2000 to (B)(6) 2008; follow-up occurred at 1, 3, 6, and 12 months and yearly thereafter. The mean age was 57.7 years. Reportable event: five pts experienced infection of the implanted device within the first month, which necessitated explantation; no new implant was given to these pts. In two pts, the stimulator had to be replaced because of battery depletion; life expectancy may be prolonged by lower voltage levels or by turning the stimulator off at night. In one pt, whose snm stimulator needed replaced after 5 years, the voltage was 4.9 v, which was higher than the mean voltage at 5 years of follow up. In one pt, whose snm stimulator needed replaced after 7 years, the voltage was 3.1 v, which was higher than the mean voltage at 7 years of follow up. There were five pts that had a lead revision due to high impedance values (impedance >4000 ohms). Revisions were performed at a mean followup of 21.3-18.5 months. There was one pt that had a lead revision due to lead dislocation. Revisions were performed at a mean followup of 21.3 - 18.5 months. There were eight pts that had technically correct implanted leads, but required revision (twice in one pt) because of symptom recurrence that was unresponsive to reprogramming. Revisions were performed at a mean followup of 21.3 - 18.5 months.